Event description:
It was reported that a patient injury was noted during use of this lithotripter. To date, no further details surrounding the circumstances of this event are available. Should additional details become available, a supplement will be forwarded at that time. The device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the inner cable was fractured and the proximal portion measured approximately 67.4 cm from the distal end. The distal segment measured approximately 141 cm from the fracture to the tip of the basket and was noted to be bent between 8 cm and 10 cm and again between 69 cm and 75 cm proximal to the basket tip. The basket wires were badly bent and twisted. The handle cannula was detached 8 cm distal the set screw. The set screw was partially unscrewed from the handle rod. Adhesive was noted on the two distal threads of the set screw. Without further details regarding the circumstances of this event, company is unable to determine the exact cause for this event at this time.